Event description:
A review of service data has detected a reportable event. Charger sn (B)(4) was returned to zoll and was unable to power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon evaluation the charger would not power up. The cause for the inability to power on was a defective power brick. The root cause for the defective power brick cannot be positively determined. No adverse event resulted from the defective power supply unit. The last pt to use this charger did not report any deficiencies.